Manufacturer narrative:
The exact date of the permanent pacemaker implant is unknown. The date that first degree heart block was noted was used as a reasonable event date. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one week following the implant of this transcatheter bioprosthetic valve, a discharge electrocardiogram showed first degree heart block. No treatment was prescribed and no adverse patient effects were reported. Two years, two months, nine days following valve implant, the patient was reported to be a non-dependent permanent pacemaker carrier with stable angina. The date of permanent pacemaker implant was not reported. No additional adverse patient effects were reported.